Event description:
The reporter indicated that the pt had experienced syncope. The device has been programmed to 5.4v/0.45ms/4nv with a lower rate of 60 ppm and a hysteresis rate of 50 ppm. Telemetry showed a cell voltage of 2.68 volts and a lead impedance of 654 ohms. Diagnostic counters are frozen. No high rate criteria had been met and the number of sensed events displayed was 17 million. Pt's intrinsic rate was 90 bpm (pt was lying down throughout the f/u check), thus overriding the pacer. The pacing system was tested later that day and found to be operating appropriately.